Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) c22 - appropriate term/code not available - side-effect. D17 - appropriate term/code not available - side effect. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. An 82-year-old male was emergently treated for a thoracic aortic dissection type b complicated by malperfusion with a zta-p-34-161. Device was implanted from zone 2 to above celiac artery. Partial thrombus at proximal neck was reported. Patient was on anti-coagulants pre-procedure. Patient was prescribed anti-coagulants and aspirin at time of discharge. The patient experienced reactive pneumonia 20 days post-procedure, which was treated with antibiotics (related complaint). The event was considered to be related to the study procedure. A thrombus was revealed in zta on 1, 6, 12-month, and 2-year follow-up visits. The 6, 12-month and 2-year follow-up visit imaging all showed the same results as the 1-month visit, though antiplatelet medication had been discontinued and the patient was taking aspirin at all these visits. There was no evidence of device issue reported. No imaging were provided for the investigation. Based on the provided information, nothing indicates that the event is related to fault condition of the device or abnormal use of the device. The pre-existing thrombus in the proximal neck indicates a localized thrombotic state indicating that the patient was already disposed to thrombus formation. According to the IFU (instructions for use) thrombosis is a known adverse event associated either with the zta or the implantation procedure. The reported event is assessed to be a side effect related to patient medical condition. It is noted that zta device is used for treatment of dissection which is outside of the intended use for this type of device. However, this assessed not to be a contributing factor for the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# pr (B)(4). G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol 17-13, pt 611-035: reported thrombus in proximal study device at 1, 6, 12-month, and 2-year follow-up visits. On (B)(6) 2022, the patient was emergently treated for a acute thoracic aortic dissection type b with placement of the above zta device. Procedure imaging noted thoracic and abdominal false lumens partially thrombosed without indication of source of flow. The 1-month follow-up imaging, completed on (B)(6) 2022, revealed a thrombus in the study device and partially thrombosed thoracic and abdominal false lumens without indication of source of flow. The patient was taking antiplatelet medication (other than aspirin). The 6-month, 12-month and 2-year follow-up visit imaging all showed the same results as the 1-month visit, though antiplatelet medication had been discontinued and the patient was taking aspirin at all of these visits.